Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast wrinkling, issue with size of right breast. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a caucasian female patient who underwent a primary breast augmentation procedure with a mentor smooth round moderate profile 325cc saline breast prosthesis developed excessive rippling in her right breast. In addition, the patient reported that the size of her right breast was off. As a result, the patient underwent explantation and replacement with a mentor memorygel breast implant 350cc gel breast prosthesis on (B)(6) 2011.